Event description:
Technician said if the plunger for the CPR release moves just slightly then the head drive goes into the CPR release mode.

Manufacturer narrative:
Technician states that he adjusted the CPR cable, to resolve the problem with the head section drifting down slowly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.